Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line). This occurred during peritoneal dialysis therapy when the patient was connected. The patient stated that a supply bag had fallen and disconnected from the setup. The patient completed therapy with manual supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis and batch review cannot be completed. The home patient stated that a supply bag had fallen and disconnected from the setup. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed. Should additional relevant information become available a supplemental report will be submitted.